Event description:
It was reported that connecta wht 360deg low volume tb 15cm had flow issues. The following information was provided by the initial reporter: the customer reports: the connecta ext tube is too thin for giving patient IV-fluids. When the drip rate is fast it is not possible to give IV-fluids with this device.

Manufacturer narrative:
H.6. Investigation: a complaint of flow issues with a set due to tubing was received from the customer. A device history record review was completed by our quality engineer team for provided lot number 0275038. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Possible root cause includes incorrect product selection. There are other sets available with larger diameters that can carry out different tasks and procedures. Complaint history check was done, this is the first complaint for flow issues for 394982 & batch 0275038.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connecta wht 360deg low volume tb 15cm had flow issues. The following information was provided by the initial reporter: the customer reports: the connecta ext tube is too thin for giving patient IV-fluids. When the drip rate is fast it is not possible to give IV-fluids with this device.